Event description:
It was reported that during the surgery, after fired, noted oozing. Changed another one to use, they still had the same problem. Used suture to oversew and stop oozing. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 5/6/2024 d4: batch # 956a83 additional information was requested, and the following was obtained: please confirm if there were 2 different devices used in the procedure. -yes did the device deliver any staples? If yes, were the staples formed properly? If yes, was the staple line complete? -yes. Yes. No. Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? -yes. Yes. No. Was there any difficulty opening the device? If yes, how was the device removed from the patient? If yes, did the jaws eventually open? -no. 1. Was there any other issue noted with the staple line other than bleeding/oozing (malformed staples, staple line missing staples, etc.)? -staple line not complete 2. How much blood was lost (ml)? -unknown 3. Did the patient require a transfusion? Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60d reload was received unfired. The returned reload was loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution for hemostasis controllable & incomplete staple line: tissue thickness should be carefully evaluated before firing any stapler. Holding the jaws in place for 15 seconds after closing and prior to firing may result in better compression and staple formation. When positioning the stapler on the application site, ensure that no obstructions such as clips, stents, guide wires, etc. Are within the instrument jaws. The event described could not be confirmed as the reload performed without any difficulties noted. It should be noted that all reloads are inspected 100% for staple presence by an automated vision system, and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample. A manufacturing record evaluation was performed for the finished device batch number 956a83, and no non-conformances were identified.

Manufacturer narrative:
(B)(4) date sent: 5/21/2024 d4: batch # unk additional information